Manufacturer narrative:
This event was reported via clinical outcomes reporting studies. An evaluation of the device cannot be performed as the device was not made available to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had an index surgery outside ri prior to cors. On (B)(6) 2014 dr. (B)(6) revised the patient with a hinge prosthesis.